Manufacturer narrative:
The monitor was manufactured april 07, 2011. Per edwards¿ procedure, the useful life of the monitor is 5 years. The referenced monitor has not exceeded its useful life. The device history record review was completed and all manufacturing inspections passed with no non-conformances. The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported, that the vigilance ii monitor did not display the correct patient values and no error messages were displayed. The patient was not treated according to the values displayed, as the issue was noticed right away and the monitoring was stopped. The cables were exchanged, however the issue did not change. The vigilance ii monitor was exchanged for another vigilance ii monitor, using the same cables and the issue was resolved. Further information about the values displayed and the values that were expected, according to the patient status, were not available. There was no report of patient compromise and no additional devices were identified as suspect.

Manufacturer narrative:
Examination of the returned monitor was unable to confirm the customer's complaint of inaccurate values. Concluding functional checks as well as evaluation testing succeeded without any further faults. However, another incident was identified; the monitor failed the cco (continuous cardiac output) heater test. The failure of the monitor was determined to be a component malfunction of the cco board. The cco board was replaced to restore the monitor to functionality. Edwards will continue to review and monitor all events. If action is required an appropriate investigation will be performed.